Event description:
Distal end of guide wire (radio-opaque tip) fractured in the approx middle of the radio-opaque portion during a coronary stent procedure (multivessel). Fractured tip was very distal. Attempts to remove tip with gooseneck snare were unsuccessful and resulted in small coronary perforation. This required subsequent procedures: thermodilution catheter echo, iabp, and balloon tamponade as well as reversal of heparin with protamine. Pt continued to require dopamine for hypotension.